Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time; however, based on similar reports, this type of probe is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that during an unspecified procedure, the probe broke off. It is unknown if any device fragment fell inside the patient. There was no bleeding reported. It is unknown if intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results, correct the lot number and device manufacture date. The customer returned a tb-0535fcs thunderbeat (lot#: kr868090) for evaluation due to a ¿broken blade¿. The user¿s complaint was confirmed. The device was attached to the test usg-400 / esg-400 and the device failed the probe check. Both switches were checked and both switches were functional. A visual inspection was performed on the returned device and there was some tissue buildup. The ptfe pad (teflon pad) was inspected and found normal wear with no metal exposed. The distal end of the device was inspected under a microscope and found the probe tip broken. The broken piece was returned for evaluation. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the device history record of osta for the lot indicated showed no anomaly related to the event below. The exact cause of the event couldn¿t be exclusively identified. However based on the past investigation results, the probe broken possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. Please see the most likely possibly attributing factors bellow. Contact with a surgical instrument: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe and the error occurred. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. During removal from the trocar, the probe was added loads and finished to break. Contact with non-insulated area of grasping section: 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. During removal from the trocar, load was added to the probe causing it to break.